Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked near the injection port. The leaks were discovered during preparation of the bags. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from april 23, 2020 - april 28, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.